Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator. It was reported that the patient slipped and fell hard in (B)(6) 2018 and since then, it felt like the stimulation was not effective as it was prior to the fall. There was no acute injury at the time of the fall and per patient, x-rays were taken, but the office could not find any saved images/do not remember taking any images. The rep tried different programs for the patient, and they would report back to the rep about the effectiveness of each. It was noted that the issue was resolved at the time of the report and surgical intervention was not planned. There were no further complications reported or anticipated.